Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. Functional test was performed and passed relevant tests and functional test which failed is serial number verification. An alarm/alert manual test was performed and passed. An internal visual inspection was performed and passed. The speaker/vibrator resistance was measured and passed. The receiver log was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.